Manufacturer narrative:
The patient remained ongoing on pump support until they expired on (B)(6) 2016 due to multisystem organ failure unrelated to the reported event. The center reported that there were no device-related issues and no equipment would be returned for investigation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was seen in the emergency department with complaints of not feeling well. The patient experienced nausea and vomiting prior to admission. The patient had previously been placed on prophylactic antibiotics for driveline redness, pain, and drainage. The patient was treated with antibiotics. No driveline cultures were obtained. No additional information was provided.